Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "vascular occlusion¿, ¿bruising¿, and ¿numbness¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported patient was injected with juvéderm voluma® xc in the cheeks and tear troughs. After 24 hours, patient experienced "possible vascular occlusion", ¿bruise along the nlf which was not injected¿, and "infraorbital numbness". ¿upon further investigation the bruise had delayed cap refill. Pt also complained of numbness. Bruising spread to upper gums and tear trough.¿ hcp also noted "likely vascular occlusion of the infraorbital vessels that propagated into the angular vessel. I always aspirate and received no flushes of blood.¿ patient was treated with ¿hylenex 6 vials injected over 2 hours both sharp and blunt cannula used¿, ¿pt started on asa and massage¿, ¿hylenex 1 vial injected intra orally, started cialix and silvergel¿, and ¿started on bacteroban and augmentin." Events are ongoing at this time.